Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. 825468-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test" in (B)(6)2012. The patient's past medical history included gravida ii and parity 2. Concurrent conditions included ovarian cyst, dysfunctional uterine bleeding, chronic tonsillitis, drug hypersensitivity, environmental allergy and metrorrhagia. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal pain") and arthralgia ("pain: joint pain"). In (B)(6)2012, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2013, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced constipation ("constipation"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue, constipation and abdominal pain outcome was unknown, the migraine and arthralgia was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, arthralgia, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia,pelvic pain, dysmenorrhea and migraines." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. 825468) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test" in (B)(6) 2012. The patient's past medical history included gravida ii and parity 2. Concurrent conditions included ovarian cyst, dysfunctional uterine bleeding, chronic tonsillitis, drug hypersensitivity, environmental allergy and metrorrhagia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal pain") and arthralgia ("pain: joint pain"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2013, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced constipation ("constipation"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue, constipation and abdominal pain outcome was unknown, the migraine and arthralgia was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, arthralgia, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia,pelvic pain, dysmenorrhea and migraines." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. This case is medically confirmed. Reporter information was added. This case concerns 28 year old patient. Her demographic was updated. Her historical conditions were added. Lab data was added. Essure lot number was added. Essure removal date was updated. Essure indication was amended. Following events: abnormal bleeding (vaginal/ menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, constipation, pain: abdominal pain, pain: joint pain and patient didn¿t undergone essure confirmation test were added. She was recovering from the events: abdominal pain, joint pain, painful intercourse and migraines. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 28-year-old female patient who had essure (batch no. 825468-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test" in (B)(6) 2012. The patient's medical history included gravida ii and parity 2. Concurrent conditions included ovarian cyst, dysfunctional uterine bleeding, chronic tonsillitis, drug hypersensitivity, environmental allergy and metrorrhagia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal pain") and arthralgia ("pain: joint pain"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2013, the patient experienced tooth fracture ("dental problems : tooth breakage") and dental caries ("dental problems : tooth decay"). In 2014, the patient experienced constipation ("constipation"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have smear cervix abnormal ("abnormal paps"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, nausea, tooth fracture, dysmenorrhoea, vaginal discharge, fatigue, constipation, abdominal pain, smear cervix abnormal and dental caries outcome was unknown, the migraine and arthralgia was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, arthralgia, constipation, dental caries, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, smear cervix abnormal, tooth fracture, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: results: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia,pelvic pain, dysmenorrhea and migraines." Concerning the injuries reported in this case, the following one/ones were reported via social media : high blood pressure, abnormal pap smear. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received : event added- abnormal pap smear. Event dental problem was updated to tooth decay and tooth breakage. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reactions"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain and hypersensitivity outcome was unknown. The reporter considered hypersensitivity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.